Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that parts of the reservoir is falling off from the insulin pump. The customer's blood glucose reading was 190 mg/dl. The customer stated that the reservoir compartment was completely cracked off. The customer stated that the compartment at the top where it locks in is broken. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.